Event description:
A physician reported that cutting failure of the probe occurred during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As a result of an internal review of the file, it was determined that the information provided for this event does not represent a reportable malfunction. (B)(6). The manufacturer internal reference number is: (B)(4).